Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 489 mg/dl at the time of incidence. Customer stated that blood glucose wasn't coming down so they changed the set again and treated with manual injection and it was at 500 mg/dl. Customer was treated with insulin pump for the high blood glucose. Customer did not allege insulin pump was under delivering the insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.